Event description:
It was reported that the customer was hospitalized twice due to high blood glucose. The caller stated that on (B)(6) 2012, her son's glucose reading was high, which then lowered to 31.3mg/dl. The customer was kept for observation in the intensive care unit and released the same day. The caller stated that the customer was sick to his stomach, but his glucose level was between 4 and 6mmol/l; then at dinner time his glucose rose to 23 to 28mmol/l. The caller stated that the customer was unable to keep water down and was sleeping a lot; then the customer was admitted again on the (B)(6) 2012. It was stated that the cause of the second admission was a bent cannula, and the customer was not receiving insulin. Troubleshooting was performed. The time, date, and settings were correct. The fixed prime and high pressure test passed. It was stated that the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.